Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed.  The reported problem (damaged case) has been confirmed.  Upon investigation the monitor was unable to recognize a belt connection.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt. Device manufacturer date: monitor: 02/05/2020, electrode belt: 07/11/2018.

Event description:
A us distributor reported that a patient had a damaged connector on the electrode belt and a damaged monitor case.